Manufacturer narrative:
All buttons functioned properly however, moisture damage was found on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing endcaps ticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 102 mg/dl. The customer stated that the numbers started to scroll when she tried to bolus for toast. The customer stated that she took the batteries out and put it back in and the numbers were scrolling. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.